Manufacturer narrative:
According to the product evaluation, the complaint was confirmed as the plate was returned fractured through the strut. The most-likely, underlying cause was determined to be a post-operative event that fractured the plate due to incomplete reduction of the fracture, contouring of the plate resulting in stress concentrations, fatigue, excessive force and/ or impact. The instructions for use state, "correct handling of implants is extremely important. Implants should be modified only when necessary. Modifications or excessive contouring of implants may weaken the implant and contribute to breakage. Notches or scratches put in the implant during the course of surgery may contribute to breakage." During the evaluation, the plate was found to be fractured just before one of the doublets at a thin area of the strut. This is also where the plate was bent to fit the patient anatomy. The plate was also dimensionally inspected for thickness and strut width in the evaluation. Both features were found to be in tolerance.

Manufacturer narrative:
The product was returned for evaluation. Based on the product return, the following were updated: adverse event or product problem, outcomes attributed to adverse events, device available for evaluation?, date received by MFR, if follow-up, what type?, device evaluated by MFR?, evaluation codes. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product was discarded by the hospital and therefore will not be returned for an evaluation. The lot number is unknown, therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a plate used to fixate a mandible was discovered to be broken in half during an x-ray taken to confirm that the fixated bones were healed. The fixated bones were confirmed as healed and no patient injury occurred. The plate was explanted. The exact dates of the implantation and the surgical explant of the plate are unknown. However, the explant of the plate was stated to have occurred in (B)(6) 2015.